Event description:
It was reported that the arctic sun device used on a patient, but patient temperature and water temperature were not stable. (Setting was 33 degrees celsius, body temperature was below 33 degrees celsius.) Per review of wo on (B)(6) 2023, no impact to the patient. Responded with another machine. No problem. Patient information could not be obtained.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was not reproduced during evaluation. The device was evaluated and the reported issue was unconfirmed as the issue was not duplicated during testing. No repairs were needed. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be returned to the customer. No root cause was identified as the reported event was unconfirmed. A DHR is not required, the complaint or reported issue was confirmed through other elements of the investigation not to be manufacturing related. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated

Event description:
It was reported that the arctic sun device used on a patient, but patient temperature and water temperature were not stable. (Setting was 33 degrees celsius, body temperature was below 33 degrees celsius.) Per review of wo on 24mar2023, no impact to the patient. Responded with another machine. No problem. Patient information could not be obtained.